Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The issue was resolved by restarting during the case. The unit was returned to service.

Event description:
The hospital reported the unit shutdown during a case. The unit was restarted and the case was able to continue. There was no report of patient injury.